Event description:
Pt ca/stent rt femoral artery, rt femoral vein. 2.5 duet deployed lad w/o problem. 2.5 duet unable to be forced to lad and stent withdrawn w/guide. Stent dislodged and balloon in lt main. Attempt made to withdraw stent w/snare w/o success. Pt developed vt leading to loc. Intubated, received pharmacological treatment w/ CPR. Reached or table. Pt w/o bp or p. Pt expired in or.